Event description:
A customer reported a signal loss issue with the adc device. Due to this issue, the low glucose alarm was unable to trigger and the customer became dizzy due to hypoglycemia. The customer reported they were unable to self-treat, requiring treatment of juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Activated the sensor with a known good reader and performed accuracy test. The reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.